Event description:
It was reported that the ilet pump generated recurring alert 38 motor stall alarms indicating a failure to infuse insulin, associated with the motor component; the user restarted the pump, performed a dry run, completed a full supply change with a cd infusion set, cleared the alarm, and insulin delivery resumed, with glucose trending from 247 mg/dl downward to 225 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, consistent with a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.